Manufacturer narrative:
Pending evaluation. Medical products: 02-010-01-0340 logic femoral ps cem right sz 4. 02-012-45-4040 lgc tibial fit tray cem sz 4f / 4t. 200-02-38 three peg patella 38mm.

Event description:
As reported, this 70 year old, male patient had a right tka on (B)(6) 2014. The patient presented with a painful right knee that was poly wear induced. There was excessive wear of implant components secondary to damage of articular surfaces. Action taken: arthroscopic debridement and biopsy. Outcome: continuing. The case report form indicates this event is definitely not related to devices or procedure. This event report was received through clinical data collection activities.

Manufacturer narrative:
H3: the prosthesis wear reported may have been the result of malalignment between the femoral and tibial components, third body wear, instability, patient-related conditions, being packaged in a nonconforming bag, or any combination of these possibilities. However, this cannot be confirmed as the device was not available for evaluation and manufacturing data was not provided to identify packaging materials.

Event description:
As reported, this 70 year old, male patient had a right tka on (B)(6) 2014. The patient presented with a painful right knee that was poly wear induced. There was excessive wear of implant components secondary to damage of articular surfaces. Action taken: arthroscopic debridement and biopsy performed (B)(6) 2022. (B)(6) 2023 patient presented with effusion to right knee and is listed for revision surgery. Revision is performed on (B)(6) 2024. The outcome of this event is considered resolved on (B)(6) 2024. The case report form indicates this event is definitely related to devices and procedure. This event report was received through clinical data collection activities and no device return anticipated.

Manufacturer narrative:
(B5), (d6a), (d6b).

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The prosthesis wear reported may have been the result of malalignment between the femoral and tibial components, third body wear, instability, patient-related conditions, being packaged in a nonconforming bag, or any combination of these possibilities. However, this cannot be confirmed as the device was not available for evaluation and manufacturing data was not provided to identify packaging materials. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.